Manufacturer narrative:
(B)(4). The sensing noise was confirmed during testing and traced to noise on a capacitor. When an external capacitor was applied across the faulty one, the noise issue was resolved. The root cause of the anomaly is believed to be a high impedance connection between the capacitor and the hybrid. The reported event of unstable impedance measurements was also confirmed. The root cause of the anomaly is believed to be a high impedance connection between the capacitor and the hybrid.

Event description:
It was reported that patient had multiple hv shocks. The lead impedence measurements including high voltage lead impedance were unstable and fluctuating. The device was explanted. Patient condition after surgery was good.